Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level between 250-373 (mg/dl) and moderate ketones. Customer changed their infusion set and administered boluses with the pump and manual injections to treat their bg levels, before reverting to an old non-tandem pump for diabetes management. Recommendation was made to consult with health care provider to discuss diabetes management.